Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt experienced pelvic pain, mesh erosion, infections, dyspareunia, abscesses, fistula, urinary tract infections, delayed wound healing, and urinary incontinence. The pt has undergone corrective surgery.

Manufacturer narrative:
(B)(4).